Event description:
Severely demented ambulatory pt was ambulating in hall of nursing facility, when she stumbled and grabbed lift for support. Pt grabbed support bar with both hands to prevent falling. Upon attempting to stabilize herself, pt was pierced by one of the sling hooks. The hook lacerated her nose (outside) and was hooked under frontal bone of eye orbit. This was a freak accident that we could never have seen coming. There was no device malfunction. We have placed fabric bags over sling hooks to prevent only further incidents. Pt had low blood loss and received xrays, sutures and was discharged the same day.